Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that post open heart surgery, the right ventricular (rv) lead and the right atrial (ra) lead had elevated high thresholds. The leads were reprogrammed with an increase in pacing amplitude. The leads remain in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.